Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to early battery depletion which was caused by a high pacing threshold on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419688 lead, implanted: (B)(6) 2010; d314trg ICD, implanted: (B)(6) 2013. (B)(4).